Event description:
It was reported that the handpiece would not home. It failed multiple times. The handpiece was replaced to start with the case. The device was not being used with a patient during the event. Results of the investigation have concluded that the drill guide support on the handpiece was bent, which makes it a reportable event.

Manufacturer narrative:
H10 h3, h6: the device, intended for use in treatment, was returned for investigation. It was reported that the handpiece did not home prior to a procedure. They pulled another handpiece and moved forward with the procedure. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports. The initial visual/functional investigation found that: the visual inspection showed the distal end of the drill guide support (tip) was damaged and bent. The functional test confirmed a long attachment did not slide through the damaged tip easily. This is the cause for the homing difficulties. A relationship between the device and the reported event could be established. The malfunction is likely due to mechanical component failure from bending of the handpiece drill guide support.